Manufacturer narrative:
Blood was observed in the exposed portion of the soft cannula. No bends, kinks or damages were observed on the soft cannula. The blood in the exposed portion of the soft cannula did not prevent fluid from exiting the soft cannula. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula with no issues. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on unknown location. For treatment, the patient changed out the pod.